Event description:
Reportedly, during pt use, the oxygen level was reading higher than set value. The oxygen sensor was replaced which resolved the reported issue. No adverse effects nor harm to the pt was reported.

Manufacturer narrative:
(B)(4).